Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she sees concentric circles around lights all the time, but especially at night. They are not halos, but rather perfect concentric circles - multiple circles. This has taken away her ability to safely drive at night. When driving at night, the oncoming cars are not very visible - all she can see are headlights with huge circles around them. They circles are so large that they meet in her vision. The patient also reported that she didn't know what "dry eyes" was until after she received these lenses, and now has chronic dry eyes which is being treated with a cyclosporine ophthalmic emulsion drop twice a day. There are two medical device reports associated with this patient. This report is associated with the left eye.